Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation and a batch review will not be conducted.

Event description:
A system error (se) 2240 was found during a review of the event logs of a returned homechoice (hc) cycler.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; therefore, the assignable cause was not determined. A batch review was not performed as the lot information was unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).